Event description:
Same case as 2134265-2013-05400. (B)(4). It was reported that following a coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2013 the subject presented with myocardial infarction and the subject was referred for elective cardiac catheterization. The target lesion #1 was located in the 2nd om with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of 3.0 x 20 mm study stent. Following post dilatation residual stenosis was 0%. The target lesion #2 was located in the 2nd om with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of 2.5 x 20 mm study stent. Following post dilatation residual stenosis was 0%. The subject developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with universal definition of mi (peak troponin-t: 0.18 mcg/l, uln: 0.03 mcg/l). No action was taken in response to the event. The subject was discharged the following day on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).